Manufacturer narrative:
No unexpected button error alarms or back light anomalies noted during testing. The insulin pump had an intermittent button response on the esc button due to moisture damage on keypad traces noted. The insulin pump had cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and broken belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive, specifically the down arrow button. Customer does not recall any significant events leading to the error, except that the pump may have been in or near the bath and shower. Customer's blood glucose was 164 mg/dl at the time of incident. Troubleshooting was done for keypad anomaly but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.